Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed, but not duplicated due to an out of calibration ail pcb (air-in-line printed circuit board). The ail pcb was recalibrated to correct the reported condition. (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 810.11. The reported condition occurred upon power up in central processing, but it is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of fc 810:11. (B)(4).